Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had a blank display on the insulin pump. Caller stated that the pump is not working at all and has no power. Customer's blood glucose was 211 mg/dl at the time of the incident. Customer was advised to insert a new battery but the display did not return. Caller declined to perform any steps in the troubleshooting process. Caller was advised that the pump will need to be replaced. Caller was advised to have the customer discontinue use of the pump and revert to a back-up plan.